Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device turned off on its own while in use. It was found that the device powered-down due to the batteries being at end-of-life; the main printed circuit board (pcb) assembly of the device was replaced as a preventive measure. It was also noted that there were errors in the log data of the device. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. The main board was assembled into a golden case and tested on the automated test console, all tests passed. The error logs indicated that the device's batteries were at end of life. One error indicated that the device shut down due to depleted batteries. This is not a device malfunction. The error can occur when attempting to power up the device with weak batteries and therefore by itself does not indicate a defect. Conclusion: the reported event could not be confirmed, the device was operating normally.

Event description:
It was reported by the clinician that the external pulse generator turned off on its own while in use with a patient; the external pulse generator was being used as a "backup" for the patient, and was only sensing at the time the event occurred. The external pulse generator has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.